Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that after the implant was removed, the surgeon inserted another instrument into the partially expanded implant and attempted to raise the endplate. The sales rep confirmed that the implant was initially expanded by 2 millimeters and the implant was still partially expanded after removal. This confirms that the implant likely collapsed by 1mm. According to the surgical technique settling up to1mm is normal. Conclusion: the plausible root cause of the reported event is likely multifactorial in nature.

Event description:
It was reported that; cage collapsed. During follow up, saw cage had migrated back out and had seemed to have collapsed. Revision surgery required.

Event description:
It was reported that; cage collapsed. During follow up saw cage had migrated back out and had seemed to have collapsed. Revision surgery required.